Event description:
Zumi balloon tested pre-operatively and found to be intact. During surgical procedure, and the process of elevating the uterus, the zumi uterine manipulator went through the fundus of the uterus. Upon removal of the zumi, the balloon appeared to be deflated.